Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Updated no patient involvement. Investigation now complete. One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 20201 was verified. The event log was unable to be downloaded. Service found the back labels missing. Software corrupted and service reinstalled the software applications. Use testing was performed. The problem source is the customer damage.

Event description:
Customer response: no patient involvement.